Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - lot# was changed from 40827k1 to 40805k1. Evaluation summary: the device was returned for analysis. The reported resistance felt when advancing the thumb advancer could not be replicated in a testing environment due to the returned condition of the device. The observed incomplete thumb advancer stroke and incomplete sheath split, however, confirms the reported resistance. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer. In accordance with the instructions for use, the safety release mechanism was used to collapse the locator wings and successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.